Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 475 mg/dl. Customer's different blood glucose was 390 mg/dl, 490 mg/dl and 500 mg/dl. The customer did experienced the symptoms such as nausea and slurry pains in legs. The customer was treated with insulin pump boluses. Customer stated that the health care professional had put in him auto mode. The customer troubleshoot was performed. The insulin pump will not be returned for analysis.